Event description:
The customer reported that the insulin pump had problems. The customer suspended the device to get her sugars of 44mg/dl to back up and the device gave her 7.0 units of insulin without programming. The customer was treated with to glucagon shots and her glucose level went up to 66mg/dl. The doctor told her to have the insulin pump replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with scratched screen and cracked reservoir tube lip.